Manufacturer narrative:
Plant investigation: the 2008t display assembly was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned part showed no signs of physical damage. The display assembly was installed onto a test machine for testing. After power up, the red led on the status light board remained illuminated and could not be turned off. In diagnostics, the green and yellow leds functioned properly. However, the red led could not be turned off. An inspection on the status light revealed pin 3 (red) and pin 4 (brown) of the j3 connector were contacting the chassis of the lcd screen causing a short on pin 4. Pin 4 appeared to have thermal damage. There was no other damage found on the status light board. The status light board functioned properly when removed from the display assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short circuit on the status light board.

Event description:
A fresenius field service technician (fst) was called onsite to repair a fresenius 2008t hemodialyis (hd) machine due to a yellow/amber traffic light. The fst went onsite and verified that the led traffic light remained a mixed yellow color after powering up the machine. To resolve the reported issue, the fst replaced the lcd display assembly and verified the colors of the traffic light were correct before returning the machine to service. There was no patient involvement associated with the reported event. The malfunctioning lcd display assembly was then returned for manufacturer evaluation. Upon evaluation of the returned part, thermal damage was found.